Event description:
Lacricath duct catheter did not deflate completely causing difficulty in the procedure. The md was able to complete the procedure despite a defect in this single use product. Surgeon states no complications due to device malfunction. [It is not known if the problem was with the balloon, the device that locks and switches from inflate to deflate, or the vacuum device. And, it's unknown if the physician was able to inflate and deflate the balloon enough to complete all the intermediate parts of the procedure. The device was saved and sent back to the manufacturer. All other devices with the same lot number were pulled from the shelves and also returned to the manufacturer. The quality control representative from the manufacturer contacted the physician after the incident.]